Event description:
Olympus america inc rec'd a copy of the autopsy report on the deceased female. In the opinion of the forensic pathologist, the decedent came to her death as a result of perforated abdominal aorta with massive hemoperitoneum, therapeutic misadventure, accidental. The complete autopsy report will be furnished upon request.